Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the thunderbeat jaw fell into the patient during an unspecified procedure. Follow-up attempts did not yield any additional information regarding the event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction, additional information, device evaluation and the results of the final investigation. Updated fields: d4 (lot #), d8, d9, h3, h4 and h6 corrected fields: d4 (primary UDI number) changing from (B)(4). The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 16.01 mm from its distal end; the broken probe tip was not returned. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: force applied to the probe caused it to break. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the d3 and g1b manufacturer establishment name and address. The registered site number is 3011050570.